Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a pdc device at level c3-4 on (B)(6) 2023. Patient has a history of multiple spinal fusions in her cervical, thoracic, and lumbar spine as well as osteoporosis and left sacroiliitis. Patient had been experiencing neck pain, and numbness and tingling in arms and hands, and daily headaches. The surgeon completed a pdc removal on (B)(6) 2026 and fused the patient. A DHR review found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. The implant was returned following the removal surgery and will be evaluated using an approved cervical implant evaluation protocol. Imaging was provided that showed the device was used in an off-label configuration with multiple fused levels below the pdc implant. There were no anomalies identified during the complaint investigation. The removal was likely caused by the patient specific condition of osteoporosis which resulted in the off-label use of the implant next to fused levels. The submission is 1 of 1 devices involved in this event.

Event description:
A patient (70 yo, female) was implanted with a pdc device at level c3-4 on (B)(6) 2023. Patient has a history of multiple spinal fusions in her cervical, thoracic, and lumbar spine as well as osteoporosis and left sacroiliitis. Patient had been experiencing neck pain, and numbness and tingling in arms and hands, and daily headaches. The surgeon completed a pdc removal on (B)(6) 2026 and fused the patient.